Event description:
It was reported that a catheter issue occurred resulting in an aborted procedure. The target lesion was located in the left main trunk artery. An opticross imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the catheter could not show the image. The procedure was not completed due to this event. The patients condition was stable following the procedure.